Event description:
It was reported that the patient experienced intermittent heating of the pocket site surrounding the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. Additional information was received that the patient underwent an ipg replacement procedure, and the explanted device was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient experienced intermittent heating of the pocket site surrounding the implantable pulse generator (ipg). The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.